Event description:
As the smart control stent was put to deploy at the right femoral, it did not deploy inside the patient's body. Therefore, the physician decided to take it out and as the stent was being removed from the patient, it is deployed outside the patient's body. There was no patient injury reported.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.